Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving a vibratory notifier for high, out of range, rv pacing lead impedance. In-clinic the pacing lead impedance remained high. An x-ray to check the lead and device header was recommended. The patient saw the physician again the next day and impedance was down to normal levels. No changes were made. The patient will be monitored via merlin.net at home.